Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer stated was experiencing high blood glucose levels of 260 mg/dl. The customer stated pump is not alerting her when blood goes low or high. The sensor was reading 66 when blood glucose was 40 mg/dl. Customer treated low blood glucose levels with carbohydrate intake. Customer treated high blood glucose levels with manual injections. Customer declined to troubleshoot for high and low blood glucose. The reservoir will not be returned for analysis.